Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.

Event description:
It was reported that a drill pin fractured during a knee procedure performed on an unknown date. The surgeon removed fragments from the wound site and was able to remove the fractured piece from the patient's bone utilizing a curette. No further information has been provided to date.